Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri) in (B)(6) 2020. The device was implanted in 2017 and had not delivered any shocks outside of the induction episode, so premature battery depletion was suspected. Technical services viewed the available device data and confirmed the device was depleting prematurely. Replacement was recommended for within 62 days. It was later reported that the device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was returned for analysis.